Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the use of the adc device. The customer received readings of 125 mg/dl and 110 mg/dl on the adc device compared to readings of 314 mg/dl, 172 mg/dl, and 219 mg/dl obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. Of note, the customer reported that there typical a1c levels were 6.4% - 6.7% prior to using the adc device and the levels increased to 7.2%-7.4% during the use of the adc device. The customer was contacted successfully and the customer reported an alarm issue with the adc device. The customer experienced a signal loss and was unable to receive glucose alarms however there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. An investigation was performed for the reported complaint. The customer reported for low glucose readings and signal loss. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, restricts the ability to identify potential causes of the customer's reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the use of the adc device. The customer received readings of 125 mg/dl and 110 mg/dl on the adc device compared to readings of 314 mg/dl, 172 mg/dl, and 219 mg/dl obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. Of note, the customer reported that there typical a1c levels were 6.4% - 6.7% prior to using the adc device and the levels increased to 7.2%-7.4% during the use of the adc device. The customer was contacted successfully and the customer reported an alarm issue with the adc device. The customer experienced a signal loss and was unable to receive glucose alarms however there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Reference report: mw5180187. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a low glucose reading issue was reported with the use of the adc device. The customer received readings of 125 mg/dl and 110 mg/dl on the adc device compared to readings of 314 mg/dl, 172 mg/dl, and 219 mg/dl obtained on an unspecified blood glucose meter. It is unknown whether the customer noted a trend arrow on the device. Of note, the customer reported that there typical a1c levels were 6.4% - 6.7% prior to using the adc device and the levels increased to 7.2%-7.4% during the use of the adc device. The customer was contacted successfully and the customer reported an alarm issue with the adc device. The customer experienced a signal loss and was unable to receive glucose alarms however there was no report of third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.